Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter "loses contact" with the receiver. The sensor was inserted into the arm on (B)(6) 2019. No product or data were provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). MFR 3004753838-2019-36297 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Date received by manufacturer: correction: please note that the second report submitted under 3004753838-2019-36297 was submitted with an incorrect date. This follow-up report is to note that should have reflected a date of 01/16/2020.